Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy, when on the sigmoid, the stapler and reload partially fired. The tissue was described as thick, the green reload was fired on the tissue and the staples did not form completely. A suture was used to stitch close and to complete the case. There was no patient injury.

Manufacturer narrative:
Additional: evaluation summary: post market vigilance (pmv) led an evaluation of one device with single use reloadable stapler. No visual abnormalities were noted to the instrument. The single use loading unit (sulu) was received was fully fired and engaged in interlock. No damage was noted to the knife blade. Cracks were noted on the single use loading unit (sulu). The single use loading unit (sulu) was reset and reloaded with staples from a test single use loading unit (sulu). The instrument and single use loading unit (sulu) were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may be due to use in tissue thicker than indicated. The instructions for use (IFU) states that if the tissue cannot comfortably compress to the minimum requirement, the tissue may be too thick or too thin for the selected staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy, the green reload was fired on the tissue and the staples did not form completely. The tissue was described as thick. A suture was used to stitch close and to complete the case. There was no patient injury.